Event description:
It was reported that the balloon on the catheter ruptured. An arteriotomy was done and the balloon fragments along with add'l clots were found in the vessel. No permanent pt injury was reported.